Manufacturer narrative:
(B)(4). Medical device: unk liner, unk head, unk stem. Reported event was confirmed by review of x-rays provided. X-ray review demonstrated significant lucency surrounding the acetabular cup at the cement hardware interface consistent with loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to acetabular loosening. However, no revision has been reported to date